Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device analysis findings: the device was returned for analysis; a visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink in the extrusion 6.6cm from the distal tip and a detailed microscopic examination of the balloon identified a pinhole leak 1.5cm proximal to the proximal markerband. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered cause not established. As the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the balloon failed to inflate. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the left anterior descending artery. During the procedure, the wolverine was prepared as usual and advanced to the lesion, but it did not inflate even when inflation was performed at 6atm. A test was performed even outside the patient, but it did not inflate. The procedure was completed using another of the same device. There were no patient complications. However, device analysis revealed that the balloon identified a pinhole leak 1.5cm proximal to the proximal markerband.